Event description:
It was reported, that during a da vinci-assisted surgical procedure. There was impairment of protective plastic at jaw when using the maryland bipolar forceps (mbf) instrument. The site reseated the instrument to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint. And completed the device evaluation. Failure analysis (fa) investigation confirmed, the customer reported complaint. Failure analysis (fa) found the primary failure of thermal damage to the bipolar yaw pulley, to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests.